Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus could not be calibrated due to the stylus not being returned with the programmer. It was indicated that the programmer calibrated to a known good stylus without issue. It was also indicated that the system fan was noisy and therefore replaced. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that calibration of the programmer's stylus was attempted several times but did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.